Event description:
The account alleges that during pectoral port implantation, the sheath tore off after insertion of a sturdy wire and while withdrawing the micropuncture sheath to insert one of the larger port sheaths. The puncture site was the lateral left subclavian vein.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and only one similar complaint for this lot number was identified. Should the device be returned later, the investigation will be reopened.